Manufacturer narrative:
This report is a response to user facility report # (B)(4). We have assigned complaint # (B)(4) to this report. The user facility reported that the device was not available for return therefore an analysis of the device could not be completed and device failure could not be confirmed. A device history review could not be conducted as the device was not returned, no lot number was reported with the complaint, and this type of device does not include a lasered lot number. Based on the provided information the reported incident is not believed to have been caused by a manufacturing defect. We will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report.

Event description:
The patient had bridle pro as dobhoff tube anchor in place. The green/blue plastic tubing holding it into their nasal septum was cutting into the tissue of their nose. Md notified and orders received to remove bridle leaving dobhoff tube in place. The device is not available for return.